Manufacturer narrative:
One cadd-legacy® 1 ambulatory infusion pump was received for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log showed that the 10ml followed by one 20ml bolus tests were performed prior to returning for investigation. Flow testing was performed and the delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% and within the published specification of +/-6%. A root cause could not be determined.

Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump failed accuracy by +8.00%. No injury was reported.